Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age and gender unknown) the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. The clinician switched the device into manual mode and defibrillated the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Review of the returned clinical data for the report of "no shock advised" found that two out of the three segments returned a no shock advised determination appropriately. There is no evidence in the returned data to suggest a device failure. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis for reports of this type has not identified an increase in trend.